Manufacturer narrative:
Physio-control further evaluated the device, but could not reproduce the reported issue. No discrepancies were observed during testing. The batteries and battery pins were replaced as part of the regular maintenance schedule. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record and the keylog files it was observed that the device had powered off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off during a resuscitation attempt. A witnessing paramedic explained that it was decided to end the resuscitation attempt, in line with local protocol. The patient had been in a non-shockable rhythm for 20 minutes; five milligram of  epinephrine was administered however, the patient remained unresponsive. Following the decision to end the resuscitation attempt, the patient expired.